Event description:
The customer reported that the left monitor went black while performing fluoroscopy. They were then unable to perform fluoroscopy. Restarting the system twice corrected the issue. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface printed circuit board. The system was tested and found to be working as intended and but back in service.